Event description:
A customer reported that blood was observed to penetrate through the transducer protector of an infuse bloodline bieng used on a system 1000 hemodialysis machine. It was reported that two transducer protectors were being used in series and the blood did not penetrate though the second transducer protector.investigation relative to reports of blood in the internal pressure monitoring lines of hemocialysis hardware has shown that his can be related to blood striking through the transcuder protector on the bloodline during patient use. No patient injury or medical intervention was reported.